Event description:
Information received from the patient reported that they thought their implantable neurostimulator (ins) had moved to the right and caused a burning sensation in the back and skin. No falls or trauma were reported related to the issue but it was noted that the patient was a golfer and play that a lot. The issue started about 10 days prior to report and was getting worse. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.